Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected and later confirmed on (B)(6) 2014. It was reported that there was a por (power on reset) condition. It was noted that the manufacturer¿s representative was notified last night. It was stated that she had currently finished two physician recharge mode (pmr) countdowns and was about to do a third. It was stated that the last time the patient had a successful charge and felt stimulation was (B)(6) 2014. It was noted that an antenna locate was performed with a range of ¿52-54; 56; 64.¿ it was stated that after 3 60:00 countdowns the stimulator never reset. It was stated that the patient was currently without stimulation and has had an increase in pain. It was stated that the managing healthcare professional (hcp) was informed and he wanted to replace the stimulator. It was stated that there was no further information at this time.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).